Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connected for peritoneal dialysis therapy before the set-up was properly primed. The technical service representative (tsr) instructed the patient to end the therapy, but the patient pressed go and started the initial drain. The tsr repeated the proper setup instructions and reviewed where the error was previously made. The patient agreed to end the therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.